Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and the patient inhaled the particles. The patient was hospitalized and subsequently expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
It was initially reported, the manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and the patient inahled the particles. The patient was hospitalized and subsequently expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The ventilator was returned to the manufacturer for evaluation. There was no evidence of deterioration of the device's sound abatement foam and no particles from the sound abatement foam were found in the device. Dust and dirt contamination was present within the device. The device failed testing due to contamination of the monitor pressure sensor and control pressure sensor. The sensor needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and the patient inahled the particles. The patient was hospitalzied and subsequently expired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.